Manufacturer narrative:
(B)(4). It was reported that the catheter would not connect to the cable. It was also reported that when the catheter was removed from the cable, it was noticed that the connector from the catheter had bent pins. The returned device was visually inspected upon receipt and white and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of cracking and displacement material. Per the event reported the catheter connector was inspected; however no damage was found. All catheter pins were found in good condition. Catheter was connected to a good known cable and no issues were noticed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. A corrective action was created to address the damaged pebax on smart touch.

Event description:
This complaint is originally created for MDR non-reportable issue. It was reported that the smarttouch thermocool ablation catheter could not connect to the cable. It was noticed that the connector from the catheter had bent pins after the catheter was removed from the cable. The issues were resolved by replacing catheter. The procedure was completed without patient's consequence. This complaint is re-assessed to MDR reportable per bwi failure analysis lab findings on 11/19/2015. It was found that there was cracking and displacement material on pebax external surface by scanning electron microscope (sem) testing. This is reportable as it compromised the integrity of the catheter and posed potential risk to patients. The awareness date of this complaint is reset to 11/19/2015 based on lab findings on 11/19/2015.